Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user. A new capsule from another box was opened to proceed with the procedure, and a repeat procedure on a different day was not necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope to determine capsule placement and no lubrication was used to facilitate placement of the capsule. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope to determine capsule placement and no lubrication was used to facilitate placement of the capsule. The delivery system and the capsule will be returned for investigation.